Event description:
It was reported that at the user facility, the drill was overheating. No further information was provided by the user facility.

Event description:
Additional information was received.it was reported that the device was overheating during a procedure at the user facility. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Additional information was received.it was reported that the device was overheating during a procedure at the user facility. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, corrosion was found on the internal components of the device, including the motor assembly, bearings, the driveshaft assembly and the rotor. Increased friction due to corrosion is a probable cause of the reported overheating. The device has been repaired, but has not been returned to the user facility yet.